Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged all the keypad buttons were under responsive resulting in under delivery of insulin. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, there was no peeling or damage found to the keypad. The up, down and ok keys were not working but the contrast key was responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. Due to the unresponsive keypad, the bolus button was unable to be tested for functionality but was intact during visual inspection. Unrelated to the original complaint, there was evidence of moisture corrosion on the keypad connector and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.